Event description:
The customer reported that the system's power went out when they were pressing the foot switch. It became impossible to switch the system power on.

Manufacturer narrative:
(B) (4). The ge service rep found a loose contact for the power plug and repaired it. The system operates as intended.